Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side capsular contracture baker grade unknown with pain, feels like needles, swollen, doesn't feel soft, feels tighter, higher than right side. The device had been explanted.

Event description:
Patient reported left side capsular contracture baker grade unknown with pain, feels like needles, swollen, doesn't feel soft, feels tighter, higher than right side. The device had been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, h6.